Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat pelvic organ prolapse and stress urinary incontinence, and an unidentified mesh and sling were implanted into the patient. It is also reported that the patient experienced pain with sexual intercourse, vaginal scarring/shrinkage, spotting, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent transvaginal revision of mesh on (B)(6) 2012 for vaginal burning and vaginal bulge and surgical correction of her pop on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.